Event description:
It was reported the distal cover that was attached to the duodenovideoscope fell off during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: the distal cover was insufficiently attached to the device. The distal cover had stress during the procedure by friction from twisting/pushing/pulling the device in a patient¿s body, and contact of the device with mouthpiece, etc. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): operation - precautions. The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: preparation and inspection - attaching accessories to the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(Component code) from 841-imager to 3123-tip.